Manufacturer narrative:
On (B)(6)-2021, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was a 68 year-old-male, weighing 70 kg. The event date was clarified to be(B)(6)-2021. The adverse event was discovered during use of biosense webster products during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Prior to noting the cardiac tamponade ablation was already performed. No evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Device evaluation details: on (B)(6)-2021, the biosense webster inc. (Bwi) product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2021, the product evaluation was completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event reported, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that before the procedure, when the smartablate generator was booted, error 3076 and 3204 were displayed and could not be booted up; did not start. The team changed the way the power source was connected, removed all the cords except the power cord, and repeated reboots, but the situation remained unchanged. It is handled with the machines owned by the agency. The start-up issues with the smartablate generator are not MDR reportable since this is highly detectable and the most likely harm is procedure delay or cancellation. Approximately 4 hours later, pericardial effusion was confirmed by fluoroscopy. It was confirmed by body surface echo. As the amount of pericardial effusion was small, drainage was not performed, and the patient was discharged from the room. The physician commented that "was it when the left atrial appendage or the roof on the right was ablated (by thermo cool smart touch surround flow catheter). Additional information received indicated drainage was performed in the evening of the procedure day (after leaving the room). As of today (8/5/2021), the patient has not been discharged from the hospital and the patient is being followed up for possible pericardial effusion.